Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a case the system displayed many error messages, including filament regulator error, precharge voltage error, and was not able to capture fluoroscopic images. No pt injury was reported.